Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-04-30 UDI #: (B)(4) mfg date: 2018-04-14 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-04-30 UDI #: (B)(4) mfg date: 2018-04-14 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-03-31 UDI #:(B)(4) mfg date: 2018-03-13 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-04-30 UDI #: (B)(4) mfg date: 2018-04-14 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was power switching between sources and alarmed with a double disconnect. The controller was exchanged and all associated batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Four batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4) and momentary disconnections which did not lead to power switching involving (B)(4). Momentary disconnection will result in an audible tone or "beep". Analysis of event log files revealed two (2) controller power up events were logged. The first controller power up event was logged on (B)(6) 2018 at 14:41:00. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 47% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 61% rsoc. The data point after the controller power up event revealed that (B)(4) was connected to power port 1 and an active adapter was connected to power port 2. The controller was without power for 13 seconds. The second controller power up event was logged on 05/30/2018 at 18:27:09. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 70% rsoc and (B)(4) was connected to power port 2 with 24% rsoc. The data point after the controller up event revealed that no power source was connected to power port 1 and (B)(4) was connected to power port 2. The controller was without power for 11 seconds. A momentary disconnection was observed prior to the second controller power up event. As a result, the reported events were confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the power sources remained in use. Based on the log file analysis, the most likely root cause of the premature power switching and "beeping" event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Momentary disconnections were investigated internally. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that there was constant beeping and the pump stopped twice. It was noted that there was battery switching when there was more than one bar on the battery gauge. Servicing was performed on the batteries and they remain in use.

Manufacturer narrative:
Product event summary: one (1) controller was returned for evaluation. Four (4) batteries (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4) and momentary disconnections which did not lead to power switching involving (B)(4). Momentary disconnection will result in an audible tone or "beep". Analysis of event log files revealed two (2) controller power up events were logged within the analyzed period. The first controller pow ER up event was logged on (B)(6) 2018 at 14:41:00. The controller was without power for 13 seconds. The second controller power up event was logged on (B)(6) 2018 at 18:27:09. The controller was without power for 11 seconds. As a result, the reported events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching and "beeping" event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.